Event description:
(B)(6) received information that during the implant of a (B)(6) transcatheter bioprosthetic valve there was difficulty to pass the 18fr dryseal sheath. The right external iliac artery ruptured. Bleeding occurred which required 8 units transfused intraoperatively and a stent placement. Ultimately an artificial artery bypass was also required. As reported, the cause of injury was the sheath. Hospitalization was required. The event was reported as resolved 7 days later. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).